Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The patient's device has not been checked since (B)(6) of 2022. The interrogation report was missing implant date, electrode model/serial information, and other data. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be permanently lost and replaced with the date that the device was setup. The clinic should consider having the patient due a latitude follow-up so that technical services can review the data. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the device had a patient data alert. The patient's device has not been checked since august of 2022. The interrogation report was missing implant date, electrode model/serial information, and other data. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be permanently lost and replaced with the date that the device was setup. The clinic should consider having the patient due a latitude follow-up so that technical services can review the data. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the device had a patient data alert. The patient's device has not been checked since (B)(6) of 2022. The interrogation report was missing implant date, electrode model/serial information, and other data. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be permanently lost and replaced with the date that the device was setup. The clinic should consider having the patient due a latitude follow-up so that technical services can review the data. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.